Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the tie wraps for the tubes was leaking.